Event description:
It was reported that the device had possible premature battery depletion as the device reached early eri (elective replacement indicator) possibly due to high outputs. The device was explanted and replaced. It was also reported that the lv (left ventricular) lead had high thresholds. The lv lead was capped and replaced with a previously prophylactic ly implanted lv lead that was now uncapped for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.